Manufacturer narrative:
Product complaint # (B)(4). Update 15-dec-2020: the investigation was re-opened upon receipt of additional information no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient presented for a left knee evaluation due to pain, fall, and fibrosis. The physician indicated possible loosening and recommended revision. There is no evidence of revision or invasive treatment. Doi: (B)(6) 2016. Doe: (B)(6) 2019; left knee.